Event description:
A "patient situation" was indicated on (B)(6) 2012 and patient improvement was hoped for. It was later reported that the pump was read in the ER on (B)(6) 2012 and contained morphine, bupivacaine and baclofen. Additional information from the healthcare provider (hcp) later noted that the cause of the event was unknown if related to the pump, and was not due to catheter or programming. There were no changes to programming to precipitate symptoms; and the event was not due to drug effects. Patient was given narcan for sedation; there was no change in status. A catheter dye study/ pump rotor study was not done. There was no surgical intervention; ER removed medication and put saline in pump. Patient outcome was noted as no injury. It was further added that patient has multiple co-morbidities, "ms and dysautonomia, which could have caused her symptoms" ; "no connection to pump or intrathecal medications can be correlated to symptoms causing hospitalization." Baclofen was clarified to be compounded.

Event description:
Additional information received reported that the pump was explanted and replaced. The pump medication had been removed, and the pump was filled with saline (as previously reported) following the reported events. The reason indicated for pump removal was that the pump was no longer in use, as "pump was shut off months ago".

Event description:
Additional information received reported the cause of the event was the patient's pump was programmed to minimum rate multiple times by an "outside" pain management team. The pump was turned to minimum rate and the patient experienced withdrawal. The pump was turned back on and the patient experienced overdose. The pump was turned back to minimum rate and the patient again experienced withdrawal thus the pump was refilled with saline at the hospital. It was also noted the patient was a "combo-pain and baclofen" patient.

Manufacturer narrative:
Analysis of the pump revealed a deformed pump tube. Analysis of the pump also showed that the pump passed testing in the lab except for the dispense accuracy test. Because of the inconsistent infusion accuracy results, close inspection of the pump tube was done. The pump tube did not appear to be discolored and only typical wear marks were seen on the pump tube. Three slight indents were seen in the pump tube and the elasticity of the pump tube was compared to a known good pump tube. The pump tube from the customer's pump was noticeably less elastic. The noticeable elasticity difference is thought to be the cause of the inconsistent infusion accuracy results. This elasticity difference may also be partially related to the slight indents seen in the tube, but since the pump was stopped for several months before being returned for analysis it can¿t be said with certainty that the indents are related to pump tube elasticity. However, it is possible the indents seen in the tube may also be related to the inconsistent infusion accuracy results that were seen.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2010 , explanted: unk.

Event description:
Additional review reported that a motor stall occurred on (B)(6) 2011. The motor stall recovered three minutes after it was stalled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was later reported that the patient was fine and had not had any issues with her device or therapy.